Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's cartridge was removed while the case was being taken off. There was no adverse impact to the customer's blood glucose. The customer reloaded the cartridge into the pump and resumed insulin delivery.